Event description:
During attempts to position the catheter into the lca, it appeared that the tip of the catheter did not torque, but the proximal end torqued. The proxiaml end was over torqued and during attempts to correcting, the catheter snapped, approximately 3 inches from the sheath.

Manufacturer narrative:
Visual examination: the catheter was returned in three separate pieces within a plastic bag. The unit was noted to be separated 23.5 cm distal to the strain relief, and for the separation ends to be very twisted. The distal-most segment of the catheter was noted to be mechanically cut off from the part of the catheter containing the in-vivo separation. Dimensional examination: the inner diameter of the catheter's tip and the outer body were found to be within dimensional specifications. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the catheter fracture site revealed the catheter body to be extremely twisted; so much so, that the fractured braidewire within the separation site was seen to be pigtailed. The fractured braidewire surfaces at the catheter separation site were also seen to contain evidence of a torsional overload (circular array of dimple ruptures at braidewire fracture site). The above evidence seems to strongly indicate that the catheter was torqued to overload, and subsequent fracture. The damage to the product does not appear to be related to the mfg.